Event description:
It was reported that the device's wheels got caught on the bumper of the ambulance. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment has been reported.